Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the blue cable going into the holster are exposed wires. There have been no patient consequences reported.